Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the duodenum. It was noted that the patient did not have severely tortuous anatomy. During the procedure, the physician encountered significant resistance when attempting to pull back on the distal handle. When additional force was applied, the outer sheath detached from the distal handle. The physician attempted to withdraw the outer sheath by hand but stopped when the metal shaft near the handle bent. The stent was unable to be deployed at all from the delivery system. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the outer sheath was broken distal to the deployment handle , this is now considered a reportable event. See

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. (B)(4) for the evaluation findings of catheter broken. A visual examination of the returned device found that the stent was fully mounted. The outer sheath was broken at 3mm distal to the deployment handle. The stainless steel shaft was broken at approximately 170mm distal to the hub handle. During a functional evaluation, it was not possible to retract the outer sheath by hand. The shaft was dissected proximal to the mounted stent and the stent was deployed distally. No anomalies were found with the deployed stent or the stent holder. There was no issue with the movement of the outer sheath following dissection. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the device met design and manufacture specification but the performance of the device was likely limited due to due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.